Event description:
The dental implant fx4008swc was removed on (B)(6) 2019 due to failure to osseointegrate 4 months and 2 days after implantation. The patient has history of diabetes and cardiac disease. The doctor noted periodontal disease and bone resorption during explantation. The patient has recovered without complications.